Event description:
Md reported to company representative that dura replacement was used to repair a defect in the dura of a pt who had undergone surgery for removal of meningioma. Subsequent to surgery the pt developed a leak of cerebral spinal fluid, and the surgeon performed a second surgical procedure to remove the dura replacement originally placed, and substitute a different dura replacement product.